Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and it did not show the currently reported issue. When the device was returned to mmdg for investigation, the pump could not be tested due to a consistent error code 40. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They stated that the roller would not move at all. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the complaint had occurred during testing and did not have any affect on a patient. No other information was provided. (B)(4).